Event description:
It was reported that a patient underwent a nasal septum reconstructive surgery in 2009. Six days later, the patient experienced an allergic reaction. The patient presented to the emergency room with a rash all over her body, and was given steroids and anti-histamines. The patient was evaluated in the doctor's office the next day, and did not exhibit any local inflammation. The surgeon gave the opinion that since the patient had a rash over the entire body, that the most likely cause was the nasal steroid. The surgeon opines that the reaction was not due to suture.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.